Event description:
It was reported that this pacemaker had already reached elective replacement indicator (eri) and possibly entered safety mode. This was reported by the patient's daughter. Technical services (ts) was consulted and discussed expected battery longevity for the device given it had reached eri. Ts was unable to determine if this device had entered safety mode or merely reached eri. The patient has elected to not replace their pacemaker due to their age. Ts stated the patient and their family can decide if they want to reconsider the patient care plan and that they could review their options with a physician. This device remains in service. No adverse patient effects were reported.